Event description:
Litigation papers allege injury to the body and extremities, medical expenses for the treatment of such injuries, pain and suffering of both a physical and mental nature, permanent injury to the body as a whole, loss of the ability to lead and enjoy a normal life; loss of wage earning capacity; all of which injuries are either permanent or continuing into the future.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.